Event description:
It was reported that during a low anterior resection procedure, the device was removed from the packaging as normal and loaded with 45mm green reload. The reload was inserted into the device correctly by an experienced scrub nurse. The device was then fired on the rectum and performed as it such. All staples formed correctly and the tissue transected. The device was removed from the patient and reloaded with a green cartridge (after the jaws had been rinsed and cleaned). The device was placed on the same portion of rectum and fired. The user noticed that the distal portion (approx 1cm) of the staple line had been cut yet the staples had not formed (loose non 'b formed' staples could be seen). The blade had cut through this portion of tissue. The device was reloaded again with another green cartridge and fired. No adverse stapling was observed - all staples formed correctly in the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2012. Additional information was requested and the following was obtained: was there a leak or bleeding in the area where the staples were malformed? Yes. The proximal 35mm of the staple line was intact and formed correctly. The final 10mm (approx) consisted of malformed/no staples and resulted in bleeding. This was clamped and another cartridge was fired to resolve this. Another cartridge was loaded into the same device and used to secure the portion of bowel that had not been stapled in the previous firing. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.